Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 12. Blood glucose level did not exceed 500 mg/dl, showing no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to contact support again if the issue arises in the future, and they acknowledged and understood the instructions.